Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the order is released but there was a delay of 10 minutes for that to appear on the cart. There was no serious injury/harm reported, however, this issue may cause delay in diagnosis or treatment if it were to recur.